Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician feels that wavelet withheld for true ventricular tachycardia (vt) when the vt should have been treated. It was noted that the implantable cardioverter defibrillator (ICD) initially withheld but then vt was ultimately detected due to intermittent undersensing of atrial complexes on the right atrial (ra) lead, resulting in ventricular rate being faster than the atrial rate and ultimately patient received atp (anti-tachycardia pacing) that successfully converted the tachycardia. The ICD wavelet match was reprogrammed. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.